Event description:
It was reported that the leads displayed insulation issues during flushing. When flushing the first lead ((B) (4)), the insulation "ballooned". The second lead ((B) (4)) was flushed and "sprayed a stream" distal to the suture sleeve. The leads were not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the outer insulation was kinked/buckled. The lead was damaged at implant. The full lead was returned and analyzed. (B) (4) no anomalies were found. The full lead was returned and analyzed.